Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use during dwell 2 of 6. The patient was connected. The baxter technical service representative (tsr) explained the alarm and helped the patient end therapy. The tsr advised the patient to dispose of the current supplies and either continue with manual bags or continue with all new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011, regarding the reported se 2240. The patient stated they were able to continue therapy after starting over with new supplies. The patient stated they did not notice any visible damage or abnormalities with the supplies in use. The patient stated they spoke with their nurse about the alarm and they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.